Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with unknown antibiotics for the cloudy effluent. The cause of the cloudy effluent was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this event was unknown. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).